Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that found that it had fallen behind the machine. A field service engineer, reseated cradle and tightened bolt to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system handle for the scanner is broken. The customer stated that there was a delay in obtaining the medication to a patient. There were no adverse events or injuries reported based on this incident.